Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model number: sc-2218-50, serial number: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain around the battery site. The patient will undergo scs revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the physician pulled the lead down just half of vertebral level. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain around the battery site. The patient will undergo scs revision procedure.

Event description:
A report was received that the patient was experiencing pain around the battery site. The patient will undergo scs revision procedure.